Manufacturer narrative:
(B)(4).

Event description:
The customer had reported that the device did not work and alarms sounded. Upon receipt of the device for evaluation at covidien, a preliminary evaluation found that the device self-activated.

Manufacturer narrative:
(B)(4). One used ls1037 device was received for evaluation. Visual inspection found no defects. The device was then activated multiple times in different positions on simulated tissue. The investigation found that the device self-activated when shaken. An inspection of the switch pcb found two black switch retaining posts were missing, which allowed the post and purple button to have added movement, thus causing the self-activation condition. The investigation identified the root cause of the reported event to be a supplier assembly error. Covidien confirmed the reportable condition of self-activation. A device history record review was conducted and no entries pertinent to the reported conditions were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.